Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that she had to press the buttons on the insulin pump hard in order for them to respond. The customer's blood glucose was unknown. While troubleshooting, the customer did not recall any significant events leading to the alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. Unit had minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.